Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was an occlusion of the imt fluidics system. The siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and performed appropriate repairs. The instrument is performing within specifications. No further evaluation of the device is required.